Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the outlet connector of the valve was found to be broken during a revision of the patient¿s shunt, and that it was replaced. The report states that there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.